Manufacturer narrative:
The device was returned to resmed and an evaluation could not confirm the reported complaint of battery error message displayed. However, an error message (sf147) related to a stalled main blower was confirmed during evaluation of the device. The main circuit board was replaced to address the sf147. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message, had a red screen and was inoperable. There was no patient harm or serious injury reported as a result of this incident.